Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump sticky button had to press harder for response act button. Customer reported that the unexplained no delivery alarms had to reprime and change site to clear and gear was louder when priming and takes longer to wind back. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis